Event description:
Report 1 of 2. Report received from (B)(6) stating that there was debris in the sterile packaging. The device was not being used in surgery. Its unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental report will be sent.